Event description:
Infection was reported. The implantable cardiac defibrillator was explanted and replaced after antibiotic course. No further patient complications have been reported as a result of this event.

Event description:
Infection was reported. The implantable cardiac defibrillator was explanted and replaced after antibiotic course. No further patient complications have been reported as a result of this event. Infection was reported. The implantable cardiac defibrillator system was explanted and replaced after antibiotic course. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Correction was made to the alert date. The (B)(4) study was not aware until (B)(6) 2011, even though the events happened through (B)(6) and (B)(6) 2011, the information was not passed along to medtronic until (B)(6).

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.